Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips and reported that the unit was dropped and customer wants a replacement part for therapy connector,there was no patient involvement.